Manufacturer narrative:
Event description was updated with further information

Event description:
It was reported that the device was explanted due to pocket erosion and drainage was noted. Diagnosis determined infection from unknown source. The system was explanted and replaced. There were no adverse events noted and patient was stable pre, intra, and post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and a review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. No anomalies noted. The cause of the infection could not be traced to the device.

Manufacturer narrative:
All information pertaining to this event has been reviewed, all applicable regulatory decisions have been made, and all required regulatory reports have been submitted.

Event description:
It was reported that the device was explanted and replaced due to pocket erosion. No further information available.